Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted, diagnostic testing was performed, and the device was reprogrammed. Following the reprogramming, high defibrillation impedance was again noted on the rv lead. Abbott technical support was again contacted; however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.